Event description:
The customer reported that the system intermittently would not work in subtraction mode during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.